Event description:
It was reported that an alert was delivered for non-sustained rv oversensing due to ventricular oversensing. All electrical parameters were within range. The device was reprogrammed. Patient monitoring will continue.

Manufacturer narrative:
.